Event description:
Additional information received reported that the patient was still without a programmer and was in a rehabilitation facility after the recent hospitalization for pneumonia. The patient experienced a loss of therapeutic effect and the recharger showed that the neurostimulator (ins) had turned off for a second time. It was stated that stimulation had been off since (B)(6). The recharger needed to be reset, but the patient did not have anything to remove the cover and reset the recharger. A manufacturer representative met with the patient on (B)(6) and turned the ins on again. Impedance measurements were within normal limits, and the patient said she was feeling fine once stimulation was turned back on.

Event description:
It was reported that the patient had been admitted to the hospital due to pneumonia. The manufacturer met with the patient and her family while admitted in order to show the family how to operate the recharging system for the patient's implantable neurostimulator (ins). When the manufacturer representative met with the patient, the ins was powered off. Neither the patient nor her sisters had any idea as to how the device turned off. The patient did not have a programmer. The ins was turned back on and the patient felt immediate improvement. Impedances were within normal limits. Recharging seemed to take longer than expected. The ins was at 75% when charging began and over an hour later the ins was still charging; however, it was determined the battery was charging sufficiently. No further tests or diagnostics had been performed.

Event description:
Follow up information received reported that the cause of the event was unknown. The patient was seen by their physician on (B)(6) 2013 and no problems with the ins system were reported. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 7495-51, serial# (B)(4), implanted: 2000 (B)(6), explanted: product typ extension; product ID, 37752, serial# (B)(4), product typ recharger; product ID, 3387-40 lot# l63346 implanted: 2000 (B)(6), explanted: product typ lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported a "charge sooner" message had occurred, which indicated that since the last physician session, the implantable neurostimulator (ins) battery had discharged at least once to a level low enough to disable stimulation between recharging sessions. The patient only used stimulation 55% of the time since (B)(6), 2012. Charging history prior to april 11 was not available.